Event description:
The hosp reported that during the coronary artery bypass graft surgery, the string had broken. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hospital. In 2004, the seal was rec'd cracked. This is a reportable malfunction.